Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pace impedance measurements with both the patient's right atrial (ra) and right ventricular (rv) leads from another manufacturer. It was noted that the leads have both exhibited pace impedance measurements in the low 200 ohm range since implant. Boston scientific technical services reviewed the daily impedance measurements since implant and discussed that this may be the normal range for this lead system. The system remains in service. No adverse patient effects were reported.